Manufacturer narrative:
Animas has conducted a review of the device history record for this pump on (B)(6) 2011 and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. There is no evidence of a device malfunction however as the patient's insulin may have been exposed to very high temperatures and the infusion site was not changed as frequently as recommended, which may have caused the patient's blood glucose elevation.

Manufacturer narrative:
Follow-up #2 date of submission (B)(4) 2011 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the total daily dose history indicated that the pump was used after the original complaint date. The data for the time of the complaint is unavailable for review due to continued pump use. The pump was exercised for 29 hours with no delivery issues occurring. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Event description:
The patient's mother reported that the patient's blood glucose levels were within normal range (120-180 mg/dl) on (B)(6). During the day on (B)(6) the patient's blood glucose levels were in the 200 mg/dl range and did not decrease with bolus doses. At 3 am the patient's blood glucose level was 358 mg/dl and the patient reportedly did not have symptoms. Then at 9 am on (B)(6) the patient's blood glucose level was over 600 mg/dl and the patient was reportedly taken to a hospital. After three hours of IV insulin, the patient's blood glucose level was 450 mg/dl. The patient's infusion site was last changed on (B)(6) and the animas representative noted that the insulin in the cartridge might have gone bad as the cartridge was last changed over three days prior to calling animas. The animas representative recommended that the infusion site and cartridge be changed more frequently in hot weather. The pump's actual delivery matched programmed insulin delivery settings. There was no evidence of a malfunction of the pump or infusion set.